Manufacturer narrative:
The lot was manufactured between october 6, 2016 - october 7, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top cap was missing from an unspecified elastomeric device. This was noted when the empty device was received. There was no patient involvement. No additional information is available.